Event description:
Adverse event(s): "leaky wound" (no code available). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a "leaky wound" twelve days following intraocular lens implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested on 08/10/2010 and 08/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).